Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: nick marks on shaft, burnt the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes for the dents could be user misuse, excessive force, improper sterilization methods, or bending/prying. The probable root causes for the melted insulation could be the electrocautery probe was not in contact with tissue; the electrocautery probe is activated while irrigating or aspirating fluid; the electrocautery probe is activated while there is irrigation fluid in the cannula. The product was returned for investigation and the failure mode was confirmed the failure mode will be monitored for future reoccurrence.

Event description:
It was reported the insulation is compromised.

Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: knick marks on shaft, burnt . The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes for the dents could be user misuse, excessive force, improper sterilization methods, or bending/prying. The probable root causes for the melted insulation could be: the electrocautery probe was not in contact with tissue; the electrocautery probe is activated while irrigating or aspirating fluid; the electrocautery probe is activated while there is irrigation fluid in the cannula; the product was returned for investigation and the failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the insulation is compromised.